Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving multiple inappropriate shock due to lead noise. Patient underwent chest x-ray and externalized conductors were observed. Upon interrogation of the device, noise was reproduced. Electrical function of the lead was tested and reviewed and no additional lead issues were noted with capture, impedance and sensing all measured stable and in range. The lead was capped. Patient was stable and will continue to be monitored.